Event description:
Revision surgery due to laxity.

Manufacturer narrative:
The agent reported, severe laxity due to normal wear of components. Male 81. Complaint has been evaluated and is similar to report number 1644408-2022-00411; 508-00-032, s805 - wear/excessive wear, s814 - stability, poor joint, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.